Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). No priming was performed to confirm solution flow prior to use with the patient. Manufacture date: january 20, 2014 to january 21, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 120 ml of fluid within its bladder. No flow was observed when the luer cap was removed from the distal luer. Microscopic inspection of the flow restrictor showed air bubbles blocking the fluid pathway in the lumen of the glass capillary. The reported problem was verified. The cause of the problem was the air bubbles blocking the fluid pathway. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow during patient infusion of an unknown drug. The baxter recommended filling procedure was used, and the reporter stated that flow was confirmed during priming. However, after patient connection, the volume inside of the device did not seem to decrease. Upon discovery of the no flow condition, the administration line was removed from the patient and no solution came out of the line. There was no patient injury or medical intervention associated with this event. No additional information is available.